Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock adapter of a solution administration set was unable to connect to an IV access site. It was further reported that the rotating cuff was faulty. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed which revealed excess solvent spilled on the luer. The reported condition was verified. No functional testing was performed as condition was identified during visual inspection. The cause of the condition was due to human production during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.